Event description:
It was reported that the device was used during a laparoscopic roux en y. The device was being used with a blue reload firing across the defect on the gastric pouch after placing the circular anvil. The device stapled to the distal tip and returned almost all the way but not far enough that the knife blade was fully retracted allow the device to open. The red button was pushed down and several attempts were made to tried to get knife to return, but knife would not retract allowing the device to open. The device did not open, but there were able to remove the device from the tissue without damage. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Gastric pouch. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Sixth or 7th. During which stroke did the event occur? Return stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Removed by pulling off tissue. What were the patient¿s pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Three +. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.